Manufacturer narrative:
(B)(4). Customer alleged insulin pump has cosmetic damage (cracked battery compartment). Insulin pump p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: missing display window/cover, retainer knit line damage, cracked retainer, pillowing keypad overlay, cracked keypad overlay, and partially broken retainer. In summary, customer allegation for cosmetic damage (cracked battery compartment) was not confirmed during visual inspection, however, other cosmetic damage was noted.

Event description:
Information received by medtronic indicated that the insulin pump had crack on back on battery side. No harm requiring medical intervention was reported. The customer will discontinue the use of device.